Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
In the absence of returned devices, radiographic analysis of the devices' positioning whilst implanted was performed. This concluded that the acetabular cup was positioned with a low inclination angle and that there were no clear signs of the implants' loosening on either the femoral or acetabular side.

Manufacturer narrative:
The use of a competitor stem in conjunction with the above devices constitutes an off label application.